Event description:
Surgical team performing surgery on patient's left shoulder - metal spider arm bar became disengaged at some point during procedure. When attempt made to place bar back in a locking position staff in room reported "hearing a pop" to r/o injury to patient x-rays were taken of entire left arm upper, lower, hand, wrist, and shoulder. No injury was seen by mds. Spider arm re clamped and surgery continued sucessfully. It is unknown whether the arm came unclamped spontaneously or the black lever holding it into place was bumped.